Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to an extrusion of the conductive link into the radical cavity. Reportedly the conductive link was pulled out during the regular care of the radical cavity. Damages found during device investigation are most likely related to the explantation surgery. In addition the user had a progressive hearing loss and was reportedly out of the indication criteria. The user was re-implanted with a cochlear implant. This is a final report.

Event description:
Information was received that the conductive link of the device had extruded into the radical cavity so the device was explanted. The user was re-implanted with a cochlear implant at a later date. Additional information stated that the conductive link was pulled during the regular care of the radical cavity.

Event description:
Information was received that the conductor link of the device had extruded into the radical cavity so the device was explanted. There were no complications during explantation and the device will be sent for investigation. The user was re-implanted with a cochlear implant at a later date.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to medical reasons, namely extrusion of the conductive link into the radical cavity. Damages found during device investigation are most likely related to the explantation surgery. In addition the user had a progressive hearing loss and was reportedly out of the indication criteria. The user was re-implanted with a cochlear implant. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the conductor link of the device had extruded into the radical cavity so the device was explanted. There were no complications during explantation and the device will be sent for investigation.